Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the pt underwent hip revision, and there was evidence of corrosion between the femoral head and stem. The stem was well fixed and not explanted.